Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flush button was replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the flush button stuck while trying to use it. There was no reported patient injury.